Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. A specific cause for the patient¿s infection or reason for device explant could not be conclusively determined. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, infection, driveline infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. A, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection and blood cultures positive for pseudomonas aeruginosa. The onset date of the patient's infection was (B)(6) 2022 (MFR #2916596-2025-05510). The source of the infection was the driveline. The patient was explanted (B)(6) 2025 and passed away on (B)(6) 2025 secondary to post-op complications. The cause of death was right ventricular failure and infection. It was reported that the patient's outcome was not device or therapy related. The device was explanted but will not be returned for evaluation. The device operated as expected. Right heart failure did not exist pre-lvad implant, but it was stated that a device related issue did not cause or contribute to the right heart failure.